Event description:
It was reported that the left ventricular (lv) lead capture threshold trends had variability. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.